Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site on (B)(4) 2017. Fse confirmed the reported problem via ventilator's error log. Vent produced error code message of flow senor mismatch that causes the ventilator in-operational error code the customer encountered. Fse performed gas volume accuracy performance verification test per philips manual to obtain flow sensor readings. The oxygen flow sensor was returned to failure investigation (fi) lab for evaluation. Visual inspection of the returned oxygen flow sensor revealed no evidence of damage or contamination. Fi technician installed the oxygen flow sensor into the fi test ventilator and performed functional integrity test. No failures were identified. Fse replaced oxygen flow sensor per philips manual instructions. Fse performed full performance verification test. Unit passed all tests successfully. Returned vent to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined due to no problem found.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went ventilator in-operational. The customer reported there was no patient involvement.